Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that visible air occurred. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. During the procedure, after the faradrive sheath was inserted, aspiration was performed. At this point, notable air was noted during aspiration. Further aspiration was performed to troubleshoot, but this did not resolve the issue. Thus, the sheath was exchanged, and the procedure was completed without patient complications. It was further reported that the air bubbles were observed in the syringe when aspirating with the syringe. No air was seen in the patient.

Event description:
It was reported that visible air occurred. During an atrial fibrillation ablation procedure, a faradrive sheath was selected for use. During the procedure, after the faradrive sheath was inserted, aspiration was performed. At this point, notable air was noted during aspiration. Further aspiration was performed to troubleshoot, but this did not resolve the issue. Thus, the sheath was exchanged, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.